Event description:
It was reported, the camera head had a poor image quality. The issue occurred during an unspecified therapeutic procedure that was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
E1 facility name: (B)(6) hospital. E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The device was returned for evaluation and the customer's allegation was confirmed. The image failure was due to a charged coupled device failure. In addition, the following reportable malfunctions were identified during the device evaluation: cable flooding and charged coupled device failure. Based on the results of the investigation, it is likely that the following led to the malfunction: the most probable cause of the complaint was cause traced to component failure, which is expected or random component failure without any design or manufacturing issue and for the other malfunction that were identified during the inspection, the cause was not established. A device history record review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.